Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien svc after this event occurred. Proper operation of the injector was verified in (B)(4) 2012 when the injector was moved and reinstalled by covidien service.

Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) male pt received 100 ml of optiject 350 (ioversol), injected by an automatic injector at a flow rate of 2.0 ml/sec into the forearm for an abdominal and pelvic scan on (B)(6) 2010. After optiject admin, the pt experienced injection site extravasation with mild pain. The pt was treated with an alcohol dressing and control x-ray examination were performed on the same day and 24 hours later. Contrast product had disappeared 24 hours after the event. The final outcome was recovered. The reporter evaluated the case as non-serious.